Event description:
Male underwent aquablation procedure. It was noted that the patient's catheter was very red in recovery/pacu after the procedure, and it was reported the irrigation had run dry for possibly 5-10 minutes. Patient was brought back to the or, no specific bleeding could be found, at most a very small bleed at the bladder neck at 10/11 o'clock was observed. Along with flushing and 40 minutes rollerball fulguration, a catheter was reinserted, and patient was taken to pacu. No further sequelae was reported.

Manufacturer narrative:
H.10. Additional manufacturer narrative: a review of the device history record (DHR) for lot number 16c0055-01 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, lists bleeding as a potential perioperative risk of the aquablation procedure. A review of similar complaints was conducted, which confirmed that there has been one (1) other similar event reported on this system. The system was not returned for investigation. Bleeding is an anticipated perioperative risk of the aquablation procedure. There were no reported device malfunctions or failures associated with the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.